Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient fell and they didn't know if they messed it up or what. They turned it on, they charged it up lined up on their hip, and it said 0.3 program 4 and they turned it up to 1.5. The patient stated that it was now shocking them so bad. The agent walked them through connecting to the ins and reviewed decreasing stimulation to a comfortable level on their bike seat area. The patient was to monitor the symptoms and was redirected to the healthcare provider (hcp) to further address the issue. The patient mentioned that they had an appointment with their hcp tomorrow.